Manufacturer narrative:
(B)(4). G2: canada. H3: product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit fractured while drilling the femur. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested component code: mechanical (g04) - drill. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of use and is and confirming complaint that it is fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.